Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Photo evaluation: visual analysis of the photographs identified: pain: unable to observe since it is not related to the device. Varied injuries-ndr: unable to observe since it is not related to the device. Other-medical-ndr: unable to observe since it is not related to the device. Pain-ndr: unable to observe since it is not related to the device. Infection (unknown onset): unable to observe since it is not related to the device. Skin rash/dermatitis-ndr: unable to observe since it is not related to the device. Malaise-ndr: unable to observe since it is not related to the device. Edema: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. Depression: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side "chest pain". Patient also reported non device related events of ""red spot under armpit, muscle twitching, hair loss, ringing in the ears, extremely dry eyes, weak eyesight, adrenal fatigue", "mcas, irritable bowel syndrome", "joint and muscle aches", "fever, sore throat/difficulties swallowing, runny nose". Patient representative later reported "severe bacterial infestation of the left implant capsule" and "pressure sensation in breasts". Also the non device related complaints of "breast implant illness, eye pain, dry eyes, muscle twitching, hair loss, skin rashes, neck and joint pain, gastrointestinal complaints" were reported (not device related). The device has been explanted.

Manufacturer narrative:
The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient additionally reported silicone in blood.

Event description:
Patient reported left side "chest pain". Patient also reported non device related events of ""red spot under armpit, muscle twitching, hair loss, ringing in the ears, extremely dry eyes, weak eyesight, adrenal fatigue", "mcas, irritable bowel syndrome", "joint and muscle aches", "fever, sore throat/difficulties swallowing, runny nose". Patient representative later reported "severe bacterial infestation of the left implant capsule" and "pressure sensation in breasts". Also the non device related complaints of "breast implant illness, eye pain, dry eyes, muscle twitching, hair loss, skin rashes, neck and joint pain, gastrointestinal complaints" were reported. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset). Device photo analysis: device photograph(s) for the device related to the reported event of pain, varied injuries-ndr, other medical-ndr, pain-ndr, infection (unknown onset), skin rash/dermatitis-ndr reviewed on (B)(6) 2023. Visual analysis of the photographs identified: pain: unable to confirm as it is a medical event not related to the device. Varied injuries-ndr: unable to confirm as it is a medical event not related to the device. Other medical-ndr: unable to confirm as it is a medical event not related to the device. Pain-ndr: unable to confirm as it is a medical event not related to the device. Infection (unknown onset): unable to confirm as it is a medical event not related to the device. Skin rash/dermatitis-ndr: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported joint, neck and muscle pain, fever, red spot under the armpit, muscle twitching, hair loss, sore throat/difficulty swallowing, runny nose, ringing in the ears, chest pain, gastrointestinal complaints, extremely dry eyes, eye pain, daily weak eyesight, adrenal fatigue, mcas, swelling left breast, fatigue, histamine intolerance, bacteria in the left breast capsule (discovered on explanation), heavy metals in the blood. In addition, the patient's representative reported "breast implant illness (bii) symptoms" previously reported by the patient as well as skin rashes and pain in both breasts. The device has been explanted with en bloc capsulectomy. This record relates to the left side. The event of silicone migration was confirmed to be for the contralateral side only.

Manufacturer narrative:
Visual device analysis: "visual analysis of the photographs identified: pain, silicone migration, edema, infection (unknown onset): unable to observe as it is a medical event that is not related to the device. Additional observations: red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided."

Manufacturer narrative:
DHR/fi summary: with the information collected during the investigation, there is enough evidence to support that device serial number 18796406 was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30012812 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implants for the period of mar-2021 through feb-2023, was noted an outlier in march-2021. An additional analysis was performed to determine any pattern or any similarities relation between prs involved. It was found that some primary packaging operators were involved in more than one occasion, however the people were trained in the corresponding procedure. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) or temporary changes were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time.

Event description:
Patient reported left side "chest pain". Patient also reported non device related events of ""red spot under armpit, muscle twitching, hair loss, ringing in the ears, extremely dry eyes, weak eyesight, adrenal fatigue", "mcas, irritable bowel syndrome", "joint and muscle aches", "fever, sore throat/difficulties swallowing, runny nose". Patient representative later reported "severe bacterial infestation of the left implant capsule" and "pressure sensation in breasts". Also the non device related complaints of "breast implant illness, eye pain, dry eyes, muscle twitching, hair loss, skin rashes, neck and joint pain, gastrointestinal complaints" were reported. The device has been explanted.